Manufacturer narrative:
Device has not yet been returned for evaluation. A supplemental report will be filed if the device is returned.

Event description:
Customer reported that two batteries failed during use and that manual CPR was administered. Customer is not sure which batteries were used.